Event description:
The site reported a patient infection and intended to remove the encore system. Presumably the patient received a medical intervention to control the infection. In addition, although multiple unsuccessful attempts were made to contact the site to obtain additional information, we presume that the patient had a surgery to remove the implant.